Event description:
It was reported that the customer has experienced high blood glucose levels. Customer has previously received occlusion alarms.

Manufacturer narrative:
The device has been received for evaluation; however; device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.